Event description:
During implant, a dissection occurred in the coronary sinus following the use of the introducer. The implant was successfully performed and the patient was stable following the procedure.